Manufacturer narrative:
Correction: e2 additional information: d8, d9, h10 the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has keypad issues. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Device return expected, but not yet received.

Event description:
It was reported that the device has keypad issues. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the buttons s12, 4, 5, 6, and down on keypad unresponsive and replaced front case w/keypad. A review of the device history record for (B)(6), was performed, which showed the device had a manufacture date of (B)(6) 2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has keypad issues. No additional information was provided. There was no patient involvement.